Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No unexpected battery out limit. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 6.4 mmol/l. The customer stated frozen screen, numbers scrolling with out pressing any buttons. The customer stated that there no significant events leading to the keypad issue. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.